Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced low r-waves and the device was recording "false positives". The icm was explanted and replaced. No patient complications have been reported as a result of this event.